Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unstable. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unstable. The customer confirmed the reported issue via good faith effort (gfe) attempts to inquire about the part order for the thumbwheels, foot kit, and central processing unit (cpu) cover tray. The customer ordered the thumbwheels, foot kit, and cpu cover tray for repair. Device evaluation and repair are pending.